Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a constant occlusion error. Per reporter, the issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: device was received 9/9/2024. One device was returned for repair. There was no relevant service history. Unable to confirm primary complaint of ¿occlusion¿. Ran functional tests and unable to replicate error. Updated software. Device functioned as designed.